Event description:
Incident as reported: lap chole - "physician successfully placed 4 clips in the pt then removed the clip applier from the ctf03. Upon placing the device on the mayo stand, a piece of the metal fell off the clip applier on to the floor. Noticing this, the md then test fired several clips outside the pt. The clips did not advance properly and the device was removed from the procedure." Pt status: fine.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.